Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise was observed from the stored electrograms of high ventricular rate. There is no indication there was an external source present at the time of the noise. The patient is asymptomatic. Reproducing the noise in the clinic was recommended. The patient has not experienced any symptoms, as they are not dependent.